Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on his onetouch verio2 meter compared to others meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at 9am on an unknown date in (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of ¿154 mg/dl¿ on the subject meter compared to ¿109 mg/dl¿ on a true results meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient also reported two differences of ¿30 mg/dl¿ between the subject meter and an unknown hospital meter.

Manufacturer narrative:
Follow-up # 2 device evaluation - the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.